Event description:
The following has been reported: biomed reported: "tubing set not recognized ." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped .reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Unit started up with no errors. Investigation found fva output pin sticky due to excessive debris. Cleaned fva pins. Loading pins were also found to have debris. Rear cover assembly is damaged due to broken screw mounts. Handle assembly is damaged due to broken screw mounts. Fva lip seals (x3) and loading pin lip seals (x4) along with the rear cover assembly and handle assembly will be removed and replaced during repair process. No other damage found.